Event description:
It was reported by the hospital that a axsos 371544s, lot j00150 was inside the packaging of a asnis screw, 325038s, lot f41038. Same cod / lot of the asnis has been sent to the same hospital in (B)(6) 2014. Event was was confirmed.

Manufacturer narrative:
The reported incident that locking screw axsos 4.0mm / l44mm was alleged of issue s-115 (mix-up) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. Based on the investigation results, with the information available, the root cause its likely related to a user related issue. Between lot numbers j00150 and f41038 there are three months of difference therefore its not possible a manufacturing mix up on site. Therefore in case of mix up, it would have been out side our manufacturing site. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported by the hospital that a axsos 371544s, lot j00150 was inside the packaging of a asnis screw, 325038s, lot f41038. Same cod / lot of the asnis has been sent to the same hospital in (B)(6) 2014. Event was was confirmed.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device will not be returned.